Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when the ins was checked 5 days after implant, the battery was found to be in elective replacement indicator (eri). There were no patient symptoms. Diagnostics/troubleshooting was performed, discrepancy was noted between printed report and information on the screen. The cause was unknown. The patient was currently unable to use the device. The event has not been resolved. The physician decided to replace the ins, date of surgery was to be determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the impedances were within normal range. The ins was replaced on (B)(6) 2019.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was near normal end of life. Telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.